Event description:
It was reported that the customer had no delivery alarms on some of the reservoirs. Customer has the plunger but cannot unscrew it. Customer has two reservoirs left and has gone through half the box. Customer's blood glucose level was 296 mg/dl. Customer had a manual injection. Customer reported that the alarm was resolved by a complete infusion set change. Customer would like to return the set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.